Manufacturer narrative:
The sales representative had the medical engineer (me) calibrate it, but the me was unable to manipulate it. The device was then evaluated by the service engineer, and it was confirmed that there was misalignment in reaction of touchscreen even after calibration was performed. The service engineer replaced the touchscreen, and the issue was resolved. The touchscreen assembly was returned for analysis. There was no scratching or other damage on the returned component the touchscreen was tested, and the customer¿s complaint was verified. The ul_lr and ur_ll resistance were out of specification.

Manufacturer narrative:
The sales representative had the medical engineer (me) calibrate it but the me was unable to manipulate it.

Event description:
It was reported to philips the touch panel failed to be manipulated. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).